Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2kb22 serial# implanted: 2022-(B)(6)explanted: product type lead b5/b7 correction: re-submitted entire b5 due to IFU being corrected from "unknown indications for use" to "urinary/bowel dysfunction, urge incontinence." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the rep called after just finishing a case, and reported impedance issues. They connected the battery and ran an impedance check with the ins in the pocket, and it was showing yellow on all contacts. The rep provided the following impedance information after clicking on the electrodes: electrode 2: case - good 3 - good 1 - good 0 >4000 (ohms) electrode 0: case - good 3 >4000 (ohms) 2 >4000 (ohms) 1- good. The rep did not have the other electrode values. They mentioned this was a tougher case from the get-go regarding lead placement, but through intra-operative testing, they placed it at an optimal location with the given motor responses. The caller said the patient did have good bellows and toe flexion, but described them as "sluggish," and they had to increase amplitude closer to 2.5ma for a response. It was reviewed with the calle r it was likely high impedances, and re-testing after a day or two, or during the patient's follow up, was suggested to see if they changed. It was recommended to program around the high impedances for now if they wanted to keep therapy on for the patient in the meantime. The rep was going to re-test before they left the day of the report, knowing they likely would not change much. It was reviewed with the rep they could try re-testing with pressure applied to the pocket site and without. The rep mentioned that the sutures broke at one point during the case, so they had to re-suture to close (no allegation related to device/therapy). There were no patient symptoms or further complications reported at this time.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep called after just finishing a case, and reported impedance issues. They connected the battery and ran an impedance check with the ins in the pocket, and it was showing yellow on all contacts. The rep provided the following impedance information after clicking on the electrodes: electrode 2: case - good 3 - good 1 - good 0 >4000 (ohms) electrode 0: case - good 3 >4000 (ohms) 2 >4000 (ohms) 1- good. The rep did not have the other electrode values. They mentioned this was a tougher case from the get-go regarding lead placement, but through intra-operative testing, they placed it at an optimal location with the given motor responses. The caller said the patient did have good bellows and toe flexion, but described them as "sluggish," and they had to increase amplitude closer to 2.5ma for a response. It was reviewed with the caller it was likely high impedances, and re-testing after a day or two, or during the patient's follow up, was suggested to see if they changed. It was re commended to program around the high impedances for now if they wanted to keep therapy on for the patient in the meantime. The rep was going to re-test before they left the day of the report, knowing they likely would not change much. It was reviewed with the rep they could try re-testing with pressure applied to the pocket site and without. The rep mentioned that the sutures broke at one point during the case, so they had to re-suture to close (no allegation related to device/therapy). There were no patient symptoms or further complications reported at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2kb22, implanted: (B)(6) 2022, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). The rep clarified that the patient being 'sluggish' was not related to a device malfunction, however the cause was unknown. Also, no further information was known about the 'tough time placing the lead.' The cause of the high impedance was also unknown, but it was noted that it cleared at post-op appointment. It was noted that the patient had effective therapy, and they were seen in post op and were doing great. [Refer to pe 704909367 for details pertaining to the lead pulling out of the first ins header during same implant procedure.].